Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a broken sensor wire and an adverse event occurred. Date of issue is an approximation. The sensor was inserted into the leg on (B)(6) 2018. The patient¿s father stated the sensor wire broke and a part of the wire was underneath the patient¿s skin. He indicated that on (B)(6) 2018, the patient experienced pain and redness at the insertion site and went to see their healthcare provider (hcp). The patient¿s father stated the patient had an infection in their though and was treated with antibiotics. The patient was required to go back to their hcp for follow-up treatment after two weeks. At the time of visit to the hcp, the hcp stated that they would not remove the sensor wire from the skin. At the time of contact, the patient was doing good. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available. The sensor was inserted into the leg. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. Product was evaluated. An external visual inspection was performed and failed. The sensor wire was found to be broken at the end. The allegation was confirmed. A probable cause could not be determined.